Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided for these components. The root cause of the reported issue is attributed to a user issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the surgeon originally wanted to replace the stock fossa component with a custom one, and keep the stock mandible prosthesis. The surgeon later stated there ended up being nothing wrong with the prosthesis and that it was just placed at the incorrect angle. The surgeon decided not to remove the tmj stock and did some orthognathic surgery instead to adjust the placement of the device. No additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b3; b5; d1; d2; d4; d6a; g3, g4, g6, h1, h2, h3, h4, h6. Additional information does not affect the previously reported root cause. DHR was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical products: unknown screws, part# ni, lot# ni. Telephone number (B)(6). The user facility is foreign; therefore, a facility medwatch report will not be available. Foreign report source: (B)(6).

Event description:
It was reported the patient will undergo a revision of temporomandibular joint implants on the left side. The stock implant will be replaced with a custom device. At this time, it is not known whether the fossa or the mandible component will be revised, and the surgeon indicated that only one of the two components will be replaced. The surgery is planned but has not yet been scheduled. Attempts have been made and no further information has been provided.